Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) separated from the handle upon removal of the device from the plastic packaging. The shuttle handle came partially displaced and could not be snapped together. A second 6/7f mynxgrip vcd was opened. The green shuttle and black handle were separated slightly upon opening of the device. Also reported was that the physician could not get the shuttle and handle to click together, so he held them together for the closure. The physician did note there was slight resistance to withdrawing the balloon out of the advancer tube. A cordis 6f 11cm avanti sheath was used. With the second mynx, when pressure was being held, a hard piece was felt in the access site. It was pulled out and it was part of the mynx device. The mynx failed. Preliminary image review appears to show the separated distal end of mynxgrip catheter (the balloon and atraumatic tip). A huge hematoma was noted, and manual pressure was held for forty minutes. The patient is stable, and the hematoma is good. The procedure was a percutaneous coronary intervention (pci) with use of an anticoagulation agent. There was no peripheral arterial disease (pad) noted at the access site. Proper vessel size and sheath entry site were verified by fluoro/angio prior to closing. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was greater than or equal to 5 mm, with no vessel tortuosity or calcium presence in the vicinity of the puncture site. A retrograde approach was used. The user is mynx certified. The physician did not note any abnormalities about the deployment, other than the issue with the shuttle and handle. The deployment itself went without difficulty. The physician did not feel he pulled excessively on the device, and did not realize the device had broken until after completion of the case when staff noticed the device at the insertion site. The first device was discarded and will not be returned for evaluation. The device will be returned for evaluation. The second device will be returned for evaluation.

Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) separated from the handle upon removal of the device from the plastic packaging. The shuttle handle came partially displaced and could not be snapped together. A second 6/7f mynxgrip vcd was opened. The green shuttle and black handle were separated slightly upon opening of the device. Also reported was that the physician could not get the shuttle and handle to click together, so he held them together for the closure. The physician did note there was slight resistance to withdrawing the balloon out of the advancer tube. A cordis 6f 11cm avanti sheath was used. With the second mynx, when pressure was being held, a hard piece was felt in the access site. It was pulled out and it was part of the mynx device. The mynx failed. Preliminary image review appears to show the separated distal end of mynxgrip catheter (the balloon and atraumatic tip). A huge hematoma was noted, and manual pressure was held for forty minutes. The patient is stable, and the hematoma is good. The procedure was a percutaneous coronary intervention (pci) with use of an anticoagulation agent. There was no peripheral arterial disease (pad) noted at the access site. Proper vessel size and sheath entry site were verified by fluoro/angio prior to closing. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was greater than or equal to 5 mm, with no vessel tortuosity or calcium presence in the vicinity of the puncture site. A retrograde approach was used. The user is mynx certified. The physician did not note any abnormalities about the deployment, other than the issue with the shuttle and handle. The deployment itself went without difficulty. The physician did not feel he pulled excessively on the device, and did not realize the device had broken until after completion of the case when staff noticed the device at the insertion site. The first device was discarded and will not be returned for evaluation. The second device will be returned for evaluation. The cordis sheath was later returned for evaluation inserted onto the mynxgrip.

Manufacturer narrative:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) separated from the handle upon removal of the device from the plastic packaging. The shuttle handle came partially displaced and could not be snapped together. A second 6/7f mynxgrip vcd was opened. The green shuttle and black handle were separated slightly upon opening of the device. Also reported was that the physician could not get the shuttle and handle to click together, so he held them together for the closure. The physician did note there was slight resistance to withdrawing the balloon out of the advancer tube. A cordis 6f 11cm avanti sheath was used. With the second mynx, when pressure was being held, a hard piece was felt in the access site. It was pulled out and it was part of the mynx device. The mynx failed. Preliminary image review appears to show the separated distal end of mynxgrip catheter (the balloon and atraumatic tip). A huge hematoma was noted, and manual pressure was held for forty minutes. The patient is stable, and the hematoma is good. The procedure was a percutaneous coronary intervention (pci) with use of an anticoagulation agent. There was no peripheral arterial disease (pad) noted at the access site. Proper vessel size and sheath entry site were verified by fluoro/angio prior to closing. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was greater than or equal to 5 mm, with no vessel tortuosity or calcium presence in the vicinity of the puncture site. A retrograde approach was used. The user is mynx certified. The physician did not note any abnormalities about the deployment, other than the issue with the shuttle and handle. The deployment itself went without difficulty. The physician did not feel he pulled excessively on the device, and did not realize the device had broken until after completion of the case when staff noticed the device at the insertion site. The first device was discarded and will not be returned for evaluation. The second device will be returned for evaluation. The cordis sheath was not returned for evaluation. One photo was sent in for review which appears to show the atraumatic tip separated from the device. However, the exact component could not be confirmed through picture analysis. No other anomalies were observed. The photos/videos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, the information is insufficient to draw any further conclusions. No actions will be taken at this time. The device was then returned for analysis. One non-sterile mynxgrip vascular closure device, 6/7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe, detached from the unit. Additionally, a 6f cordis avanti catheter sheath introducer was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was also not returned for this evaluation. Additionally, a visible separation of the distal portion of the unit¿where the balloon is typically located¿was observed during this visual analysis. No dimensional analysis could be performed, as the unit was returned without the balloon and the distal portion of the device. It appears that a separation due to applied tensile force occurred, resulting in the missing, unreturned portion. The deployment simulation could not be performed per the IFU of this device, as the unit was returned without a sealant or advancer tube to simulate the deployment. Nevertheless, the absence of these components¿combined with the fact that a csi was returned inserted¿suggests that the deployment mechanism was likely successfully activated prior to the unit's return. A high magnification evaluation was performed on the separated portion of the unit received, and it was confirmed that a complete separation of the device¿s distal portion was present. It was confirmed that the slit was present on the outer cartridge of the evaluated unit, with no abnormal conditions observed. The reported ¿shuttle engagement issue¿ could not be verified, as the device was received with the shuttle engaged to the black handle as expected; similarly, ¿shuttle displacement¿ could not be confirmed given the nature of the event and the absence of pre-use imagery. In contrast, the reported ¿balloon detachment-arterial¿ was corroborated by a visible separation of the distal catheter segment corresponding to the balloon/atraumatic tip. While the root cause remains undetermined, the returned condition and event narrative (inability to achieve a positive shuttle/handle lock and resistance during balloon withdrawal) are consistent with a tensile separation at the distal bond region. These findings support increased tensile loading as a plausible contributing factor. Interpretation is limited by the non-return of the separated distal portion, sealant, and advancer tube. The reported ¿hematoma¿ cannot be verified as this is a potential adverse event that can occur during use of the mynxgrip vcd and is listed in the IFU as such. No procedural images were provided to confirm the hematoma reported. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. According to the safety information in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU warns ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device and information provided has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.